Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 415 mg/dl after approximately 4-24 hours of pod wear on the arm. The patient further noted that insulin was leaking and dripping on his arm, and upon removal of the pod, the infusion site exhibited swelling the size of a golf ball, described as a ¿lump.¿ the patient began feeling unwell and developed symptoms including headache, nausea, and vomiting, which prompted him to seek medical attention. The patient was evaluated in the emergency room, where he was diagnosed with high blood glucose levels. Treatment in the emergency room included intravenous fluids and zofran (for nausea and vomiting). The patient was discharged the same day.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that a pod was activated at 09:52 on (B)(6) 2026. The patient history buffer (phb) data showed that this pod was receiving estimated glucose values from the sensor until 17:12 on (B)(6) 2026 when the sensor became inactive. The system was used in manual mode with the sensor inactive until 05:32 on (B)(6) 2026. The first estimated glucose value received by the pod from the newly active sensor at 05:32 on (B)(6) 2026 was an urgent high (greater than 400 mg/dl) value. The system remained in manual mode until a pod change between 07:36 and 07:41 on (B)(6) 2026. When the new pod was activated at 07:41 on (B)(6) 2026, the pod continued receiving urgent high glucose values and the system was used in automated mode until a mode switch back to manual mode at 11:27 on (B)(6) 2026. While the system was used in automated mode during this period, the estimated glucose values decreased from urgent high to below the user's target of 140 mg/dl. The cloud data showed multiple boluses were delivered shortly after activation of the pod on (B)(6) 2026. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. No evidence of issues with insulin delivery were observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.